Event description:
It was reported that when a 50 ml bag emptied the pump initially alarmed for an upstream occlusion, however the pump was restarted and continued to run without recognizing the empty bag. It is not known how long the pump was in this condition. No pt injury resulted.